Event description:
It was reported that during use the right ventricular (rv) lead exhibited elevated, and variable thresholds and failure to capture. It was also reported that the patient experienced phrenic nerve stimulation. Rv lead polarity was re-programmed, and device amplitude settings adjusted. The rv lead remains in use, and no patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry.